Event description:
Pyrexia. Information rec'd on 12/18/2006 from a physician via a distributor regarding a female pt. In 2006, the pt underwent a gastrectomy on the pylorus side for gastric cancer. One sheet of seprafilm was placed under the midline abdominal incision and an unspecified concomitant device was used. Fourteen days later, the pt developed pyrexia (body temperature unspecified), which prolonged her hospitalization. An unspecified culture test was negative. The pt recovered without sequelae as of twenty one days later. The surgeon assessed the event as moderate in severity and probably related to seprafilm. Additional info was rec'd in december 2006 from the physician regarding the pt, who had no history of diabetes, smoking, allergies, or previous operations. The pt was admitted to the hosp six earlier for gastric cancer. She was not anemic, had not undergone nuclear radiation therapy, had "good nutrition status" and did not experience any pre-operative complications. Twelve days later, the pt underwent a planned distal gastrectomy by billroth 1 (removal of the pylorus and a gastric-duodenal anastomosis), which took 3 hours and the pt lost 390g of blood without infusion. The intraperitoneal cavity was washed with 3 liters of water and no adhesions, sings of infection or non-purulent inflammation were seen. The resected parts were anastomosed with non-absorbable natural silk ligature. One sheet of seprafilm was placed over the stomach incision and the anastomosis was not wrapped. The incision was approx 4 cm long with three layers. The first layer (peritoneal layer) was sutured consecutively with polysorb absorbable multifilament. The skin layer was closed manually with knotted surgelon non-absorbable synthetic sutures. A round 6.3mm brad closed drain was placed in the winslows foramen and was in "good condition" following the operation. It was removed six days later. Cefazoline dosium (antibiotic was administered intravenously 2g/day starting and ending in jul-2006. The patient had a white blood cell count of 6750 and a c-reactive protein eleven days later. She was discharged six days later. After two days, the pt developed pyrexia in the 40's celsius. Azithromycin hydrate (antibiotic) 500 mg/day was prescribed as an outpatient for 3 days. The pt was re-admitted the following month because the event had not resolved. Three days later, white blood cell count was 10490, c-reactive protein was 19.70 and IV blood culture was negative. Two days later, white blood cell count was 9620 and c-reactive protein was 3.81. Two days later, white blood cell count was 9150 and c-reactive protein was 7.44. Three days later, white blood cell count was 4060, c-reactive protein was 1.77 and b -d glucan 19.8<20.0. Four days later, white blood cell count was 5150 and c-reactive protein was 0.35. Three antibiotics were used to treat the event. Pazufloxacin mesilate 1500mg/day was administered intravenously six days in aug-2006, micafungin sodium 150mg/day was administered intravenously two days in aug-2006 and azithromycin hydrate 500mg/day was administered orally two days in aug-2006. The event resolved nine days later and the pt was discharged on that day. The reporting physician stated, "this is a case of pyrexia of unknown causality. It is unknown if seprafilm relates with it or not."